Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device was tested on the bench and no anomalies were found.